Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left generalized illness. H6 health effect - clinical code e2402: generalized illness. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 74-year-old asian female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile on both sides and experienced right side breast implant deflation and generalized illness symptoms including pain, loss of weight, and asymmetry. As a result, the patient is scheduled for surgery on (B)(6) 2024. Mentor is aware that the date of implant (B)(6) 2003) is prior to the manufacturing date (6/1/2003) of reported lot number 263158. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.